Manufacturer narrative:
The investigation into the product damage (sterile sleeve damage) has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the of the product damage is most likely due to use based on the provided clinical details.

Event description:
The user facility in australia reported a 33-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. On day 11 of the support, the team observed the sterile sleeve to be damaged. The damaged sleeve was troubleshot by the team with sticky tape. The pump remains on for support for now over 17 days. There was no noted harm or infection.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.